Event description:
The customer reported that during an open gastrectomy procedure, the jaws of the device would not reopen while applied to tissue. The surgeon used other instruments to apply extra force at the jaws in order to remove the device from the tissue. There was no tissue trauma or injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.